Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was damaged and there was moisture visible in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2016 with the following findings: during investigation, there was moisture corrosion visible in the battery compartment. There were multiple cracks in the battery compartment and a crack at the top of the cartridge compartment. A test battery cap and test cartridge cap were used for testing and were able to fully tighten to the pump. A leak test was performed and a leak was found at the battery compartment crack. The pump was opened and no moisture was found inside the pump.